Event description:
It was reported by the customer that a pyxis medstation es system multiple drawers and cubies failed. The customer reported that users were unable to remove medications from drawer while user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple drawers and cubies failed due to component. Field service engineer checked the wiring, replaced both retractors, and reseated the row board cable to the drawer controller, as well as all cubic trays, in order to address the issue. The system functioned as intended after the field service engineer serviced the device.